Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s battery failed to charge on the supplied charging pad, with no green indicator light despite trying multiple outlets, while the pump did charge on a third-party phone charging pad. The event involved a charging problem associated with the battery charger, and a replacement charger was arranged with education that charging on other peripherals is off-label. There were no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging problem and involving the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.